Event description:
It was reported that the patient had never had therapeutic effect. He had two pumps and was tired of not having results. At the time of report, the implanted system was used to deliver fentanyl, clonidine, dilaudid, and marcaine; however, it was not specified if these were consistent with the patient¿s prior implant. About a month later, it was reported that, prior to the pump, the patient had problems breathing due to a pain that felt like his ribs were piercing his lungs and the pain continued after the pump was implanted. It was noted that the patient¿s consistent chronic pain had given him high blood pressure. It reportedly started with consistent chronic cluster headaches for ten years and six months without a pain-free day. About ten years prior to report, the patient had another multiple sclerosis exacerbation and could not get out of bed for a decade and a half. It was stated that the pain then came and there was excruciating, irreparable, inoperable nerve damage. It was also noted that the patient had fibromyalgia, ¿ostio¿ that was ¿normal wear and tear¿, and rheumatoid arthritis. There had also been a healthcare provider (hcp) that thought the patient had leukemia, but it turned out to be prostate cancer. Subsequently, the patient had 45 days of radiation in 10 minute intervals. The reporter stated that the pump made the patient¿s ¿wife¿s cell count go up¿.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).